Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the four complaint op318 optiflow junior nasal cannula were returned to fisher & paykel healthcare (B)(4) for evaluation were visually inspected. Results: device 1 & device 2: visual inspection revealed the swivel grip tube was damaged in both devices. Device 3: inspection showed the right tube in the cannula grip joint was damaged. Device 4: visual inspection revealed the right tube was detached from the swivel grip. A lot check could not be performed as lot information was not provided. Conclusion: the damage to the flexitube was caused by an excessive pulling force, as reported by the customer. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put on hold for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A customer in (B)(6) reported via a fisher & paykel healthcare representative that the tubing of the opt318 optiflow junior nasal cannula was pulled apart. This has occurred with four cannulas. No patient consequence was reported.